Event description:
A report was received that the patient was having difficulty charging the ipg and telemetry issues as there was ipg to remote communication difficulty. It was determined that ipg was not charged because the patient was getting false double beep due to the superficial implantation of the ipg. The patient underwent a pocket revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint of a telemetry anomaly was confirmed. Battery profile falsely indicated battery depletion to be 431mv per minute. Acir reading of the battery measured 1.03 ohms which was out of the expected range. This higher than normal resistance caused an excessive voltage drop across the battery resulting in the appearance that the battery was fully charged when it was still approximately 3.5vdc. The high acir reading was an indication of a faulty tab weld in the battery. The battery was sent to quallion to perform failure analysis, and they have found a faulty tab weld in this battery. The faulty weld was the root cause of the telemetry anomaly.

Event description:
A report was received that the patient was having difficulty charging the ipg and telemetry issues as there was ipg to remote communication difficulty. It was determined that ipg was not charged because the patient was getting false double beep due to the superficial implantation of the ipg. The patient underwent a pocket revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.